Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that drawer was not detected on the bus. A field service engineer reseated the drawer board and pmc board connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system was not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.